Manufacturer narrative:
The device was received for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens opacified after air/gas was placed for retina detachment repair and the patient noticed glare and a decrease in vision. Subsequently, the lens was explanted. In the surgeon's opinion the cause of the reported event was most likely related to the retinal detachment repair. This report references the patient's right eye.